Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the subject developed epistaxis so severe that they presented for packing. Rhino rockets were placed and they were admitted for observation on (B)(6) 2020. The subject was noted to have minimal oozing on admission. The rhino rockets were left in place. Hemoglobin was 9.4 g/dl and international normalised ratio (inr) was 2.2 on admission. The subject was due for an implantable cardioverter-defibrillator (ICD) generator change on (B)(6) 2020 and they stayed in the hospital for this procedure. The patient was discharged on (B)(6) 2020 in stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding as well as a direct correlation to heartmate ii lvas, could not be conclusively determined through this evaluation. Additional information was requested, but not provided. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.